Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 46 fractured. Construction was a bridge placed on two implants. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading after 14 years in situ.